Event description:
Implant date: 8/13/1990. Pt experienced pain. Explant date: 1/21/1991. At time of explant a screw was noted to be loose and fusion had not yet fully matured. Augmentation of fusion was performed.